Manufacturer narrative:
(B)(4).

Event description:
The customer stated the endotracheal tube is bending in the patient once heated and the circuits are attached. There was no required intervention performed and the tube was not removed as the respiratory therapy was to retain the tube in place until post extubation. At a later unspecified date the patient died but this was unrelated to the endotracheal tube.